Manufacturer narrative:
Complaint is confirmed. Performed investigation. Meter is unlocked to mg/dl. Readings with an 17 cal code were found in glucose log. A 0806 errors were found in error log. Calibration parameters were within specification. Memory overwrite was observed. Meter is inoperable. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported, the unit of measurement settings of their unlocked freestyle flash meter changed. There was no report of death, serious injury or mistreatment associated with this event.